Event description:
It was reported that patient received inappropriate therapy. Programming changes were made. Patient later presented with non-sustained oversensing due to p-wave oversensing. X-ray confirmed lead dislodgement. Physician elected to reposition the lead but was unable to due to helix retraction issue. The lead was explanted and a new lead was implanted. Patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.